Event description:
The user facility reported a 50-year-old male was escalated to impella 5.5 device for mechanical circulatory support. It was reported that the patient experienced access site bleeding and there was an increased output in the chest tubes and the doctor opened the patient's axillary site and the bleed was confirmed. The patient received six units of blood products and the doctor secured the site. Additionally, blood was found leaking from the red impella plug. It was noted that a suture needle may have stuck the catheter. The patient remains on support and was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Pump was returned for investigation. The red handle was wrapped throughout to stop the blood leak. There were 3 holes observed on the catheter near the 25 cm mark. The red handle was full of blood when opened. Clinical also mentions possibility of catheter puncture due to suturing which was confirmed during the product investigation. Therefore, pre the product investigation the root cause of the product damage (hole in catheter) issue was use related to improper technique. Clinical mentions that bleeding was noted at the anastomosis which was resolved by adding sutures to the graft. Therefore, per clinical information provided, the root cause of the access site bleeding issue was use related to improper technique. D6b added: d9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12599: f6/f8-should have been left blank . H6 component coded added.